Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) delivered five shocks and one diverted. The shocks were exhausted. The patient was in atrial fibrillation/flutter (af).the non-sustained and atrial arrhythmia episodes were also present. Additional information from the field representative indicates that the field representative does not have knowledge of the event. The device remains in service. No additional adverse patient effects were reported.